Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag wsf 2x45cm was manufactured under system application product (sap) code 1247670 and manufacturing lot number 9j02334. Lot number 9j02334 was sterilized under lot 1233852911 and released on review of results of sterilization provided by sterilization company steris. All the results were within specification and the product were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for machine doyen one (1). A visual inspection performed in accordance with testing methods (tm) and completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was raised during the manufacturing process of lot 9j02334. This is the only complaint for the affected lot registered within complaint handling system. Four (4) photographs have been received for this complaint issue and have been evaluated in accordance with work instructions (wi). The photographs confirm the complaint issue. A root cause investigation was created for seal breaches. It was decided that the investigation would no longer be needed, and a complaint investigation project would be completed outside of trackwise to address all the seal issues on all doyen machines including dressing in seal along with this complaint, are within the scope of the project. This issue will be monitored through the post market product monitoring review process.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the aquacel ag rope is nearly out of the package and is not sealed correctly." "Obviously, a little manufacturing problem¿ in an unopened package." The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.